Manufacturer narrative:
No sample has been returned for evaluation for the report of eye pain, starbursts, vision blurry and hazy, and applier malfunction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative elevated intraocular pressure (iop) and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon reporting the patient has complained of floaters and blurred vision in the eye since the surgery. He has intermittently complained of pain since the surgery. He developed a cyclodialysis cleft during the device implantation which led to a temporary hyphema after the surgery. He also had prolonged subnormal eye pressure after the surgery, though this has been improving over the last four weeks. The cyclodialysis cleft is still present. I recommended using medicine to help resolve the cyclodialysis cleft, however the patient has refused to take it. Also, posterior vitreous detachment is chronic. Also, the patient's report implanting the device as having trouble or "jamming" is inaccurate, as implantation of the device did not require any force. His description of the lens being "displaced" is inaccurate. The lens implant was a toric lens, and it did rotate slightly during implantation, requiring me to re-rotate it after implant, however the lens was not displaced. The patient was referred to a glaucoma specialist at the patient's request, but the implanting surgeon does not feel the second opinion was medically necessary.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant procedure of a micro-stent device, the patient woke up during the procedure due to a strong pain. He reports the surgeon had trouble implanting the device. After the procedure, the patient reports the surgeon told him the device kept slipping over the channel; the patient had a small channel. During placement of the device, the intraocular lens (iol) implanted was displaced. The patient reports his vision being blurry and hazy. Three days following the implant procedure, the patient blew his nose and his eye erupted in pain and his vision became even more blurry. Two months post operatively the patient reports he is still experiencing blurry and hazy vision with multiple starbursts and pain. He was referred to a glaucoma specialist. Additional information was requested.